Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there were no failures detected. A pairing test was performed and the test failed. There is no shared data log available for review. The reported event of loss of connection was confirmed due to a failed pairing test. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction-the g5 system is associated with product code pqf.